Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor alarm and failed battery test from the insulin pump. The customer's blood glucose level was 265 mg/dl. The customer stated that she received a compromised force sensor alarm followed by a pump reset and then a power off, so she changed the battery again and reset and time. The customer stated that a temporary basal was not programed before the compromised force sensor alarm occurred. The customer was explained of an unexpected restart. The customer was advised to call back if any issue persists.